Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had loose radial head prosthesis that was initially implanted on (B)(6) 2015. It is unknown how the loosening was discovered. The device was removed and replaced on (B)(6) 2016 with a radial head prosthesis from another manufacturer. There was no reported surgical delay during revision surgery. It is unknown if the revision surgery was successfully completed. The patient's postoperative status was reported as stable. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.